Event description:
Pump was reported to have triggered an altitude alarm. Customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Customer was guided by technical support to clean speaker holes, remove and reconnect the cartridge, and wait before resuming insulin delivery. Initial attempts did not resolve the alarm, but after loading a new cartridge, pump resumed normal operation, indicating the original cartridge did not vent properly.